Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2018, patient had abdominal scan for fall and hematoma. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account communicated that the patient had an abdominal scan for fall and hematoma. The patient ultimately underwent a pump exchange on (B)(6) 2020. The heartmate 3 lvas, serial number (B)(6), was explanted and returned for evaluation (reported in MFR 2916596-2020-00467). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.